Manufacturer narrative:
The user guide states: "you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to hot temperatures. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.